Event description:
It was reported that the patient experienced syncopal episode and presented in the emergency room. Upon device interrogation, the ventricular lead exhibited intermittent loss of capture. Lead fracture was suspected. The lead was explanted and replaced on (B)(6) 2015. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).